Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. Brown and white material was observed within the device and on the shell surface. Upon receipt the device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Complaint was confirmed. Based on the information provided and the results of the laboratory examination of the device, the product evaluation team was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. The device history record (DHR) of lot number 6418888 reviewed on 8/1/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the brown and white material observed. Potential sources of valve leakage include tissue ingrowth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 12/17/2018, indicated that the patient had issue with ptosis bilaterally. As a result, the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503504bc, serial number (B)(4) and right replaced with catalog: 3503504bc, serial number: (B)(4) on (B)(6) 2018. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/17/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate plus profile 250cc saline prosthesis, catalog: 3502250, serial number: (B)(4), lot: 6418888. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 250cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on (B)(6) 2018.